Manufacturer narrative:
Device returned 12/3/1997. Quality assurance analysis of the returned device revealed the stent twisted on both the distal and proximal ends, and the c-flex accordioned. Quality engineering determined that based on review of the complaint data, predilation of the vessel was difficult and resistance was met resulting in the guiding catheter backing out of the ostium. The backing out may have been due to a very tight stenosis. The sds was removed through the guiding catheter. Forcing the sds is clearly contraindicated in the device's IFU. In addition, the sds should be removed as a unit as opposed to retracting the sds through the guiding catheter. The resistance encountered may have caused the stent to twist and accordion the c-flex, thus preventing both expansion of the balloon and stent deployment. Further twisting of the stent may have occurred as the sds was pulled into the guiding catheter. These issue of resistance, force, and user error may have contributed to the pt dissection. As part of the corrective action, the account was inserviced regarding IFU instructions for resistance and sds removal. A review of finished device mfg records revealed no nonconformities with a relationship to this product issue existed. This MDR is considered closed by the qulaity assuranace department.

Event description:
It was reported that during a stent procedure in a rca, resistance was met. The guiding catheter was repositioned, the delivery system was advanced past the lesion and then pulled back to the target lesion where the stent was deployed at 8atm. A dissection was noted, the patient became hemodynamically unstable, and ultimately, was steent for a double bypass surgery.